Manufacturer narrative:
On 7/6/2016, an fse visited the customer site and replaced defective test camera cup and run alignment. Annual preventive maintenance was performed also. The instrument was then performing as intended therefore, no further actions were required by field service. The probable cause of the event was the defective testcup camera. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2016 a customer reported on the aia-360, a camera failure or cup reader and would not read the caera test. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.